Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation noted evidence indicating difficulty may have been encountered fully inserting an is-1 lead into the header of this device resulting in no consequences or impact to patient. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the physician had difficulty inserting the right atrial (ra) and right ventricle (rv) leads into the header ports on the pulse generator (pg) because they had difficulty getting the pin past the screw. The procedure was successfully completed, and the device and leads remain implanted. No adverse patient effects were reported.